Event description:
It was reported that within a few hours of implant, the right ventricular (rv) lead exhibited t-wave oversensing (twos). Initial at tempts at reprogramming were unsuccessful, and it was noted that the patient had a high potassium level. Further reprogramming was able to resolve the twos, and the patient's medication was adjusted in an attempt to control the potassium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4296 implantable pacing lead, (B)(6) 2013; 1388tc competitor implantable pacing lead, (B)(6) 2005. (B)(4).